Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient¿s mother stated they have been unable to use the patient¿s receiver due to the g6 update. Because the patient is without a device, the patient¿s mother stated the patient¿s blood sugar was sitting at 70 mg/dl and she had no choice but to administer the patient with a glucagon shot. No injury or symptoms were reported; however, the patient¿s mother indicated that the dexcom has become the patient¿s security; however, the patient¿s blood sugar tends to drop 100 points in less than 30 minutes. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.